Event description:
It was reported the patient had not been receiving stimulation for the past three weeks. In addition, the patient reports she had been recharging her ipg every day. The patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Recall: 1627487-0722012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.